Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire tip broke and a dissection occurred. The stenosed target lesion was located below the knee. At an unspecified time during the procedure the tip of the v14 guide wire broke and was "dangling on a string". A distal dissection was noted. The procedure was completed with another of the same device. The patient's status at procedure end was stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire tip broke and a dissection occurred. The stenosed target lesion was located below the knee. At an unspecified time during the procedure the tip of the v14 guide wire broke and was "dangling on a string." A distal dissection was noted. The procedure was completed with another of the same device. The patient's status at procedure end was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the distal tip was severely kinked. The wire coating is peeled at approximately 179.5cm from the proximal end extending about 0.5cm and exposing the core wire. The body of the device is bent. There is no evidence of a fracture. Dimensional measurements met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).